Manufacturer narrative:
Section h10: (d4) expiration date: 17-aug-2024. (H3) there is no device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. (H4) device manufacture date: 17-aug-2016.

Event description:
It was reported that this female patient was revised. Reason for the revision was is unknown. No information provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6), 02-010-02-0320 - composant femoral logic sans ciment t2 droit (B)(6), 02-012-45-2030 - embase tibiale fit logic cimentee 2f/3t (B)(6), 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been (B)(6) 2023 (g6) type of report - 30-day should have been checked along with follow-up.